Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. H3 other text : not returned to the manufacturer.

Event description:
The patient, through her lawyer, complains of having suffered permanent damage following the surgery performed at the hospital on (B)(6) 2012. The patient underwent total left hip prosthesis surgery due to a diagnosis of coxarthrosis, during which the stryker abg ii modular system brand prosthesis was implanted. After a few years, in 2017, she complained of persistent left coxalgia and was subjected to multiple clinical and radiographic checks, as well as blood chemistry tests with blood dosage of chromium and cobalt. In the following years, an increasingly greater increase in the blood levels of the two implanted metals was detected. In 2019, following the diagnostic investigations carried out, the patient was given an indication of the need to perform a prosthetic revision surgery on the left hip due to suspicion of metallosis. On (B)(6) 2020, while waiting to be contacted to schedule the surgery, while she was at home, she suddenly suffered a dislocation of her left hip and was transported to the emergency room of the hospital, and, on (B)(6) 2020, underwent prosthetic revision surgery. During the surgery, as well as following the histological examination of the removed pathological tissue, the diagnosis of metallosis was confirmed. She was then subjected to appropriate therapeutic treatments and a rehabilitation program with improvement of the general clinical situation. Currently, the patient complains of persistent pain in her left hip, has been using a walking stick for 5 years now and mobilization is always difficult, with all that this entails in terms of permanent damage, mental suffering and moral damage.